Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a pt, the device failed to capture the pt's heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. This is the second incident for the same customer using the same device. The first incident reported in medwatch 1220908-2011-00165.